Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. It should be noted that the investigation of this complaint was completed after the product "use by"/"use before" date. No issues related to device age at time of investigation were noted.

Event description:
During atrial fibrillation ablation, after completing pulmonary veins isolation, at the end of the ablation procedure, when attempting to remove the introducer from a patient, the side port tubing detached from the hemostasis hub. The introducer was removed from the patient and the procedure was completed with no adverse consequences to the patient.